Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "some staples deployed"? Malformed staples was the staple line complete? No. Were there any staples missing from the staple line? Unk. Could you please clarify if there were any patient consequences? There was no patient consequences reported. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Na. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device on a tyvek, with no apparent damage, with the anvil not placed on the trocar, and with the safety in a disengaged position. Based on the photo reviewed, the event described cannot be confirmed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the proctectomy surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure.